Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that 2 separate incidents occurred with the same abbott diabetes care (adc) device. The following information was reported: "that both times I applied the sensors, I received an error message to check skin placement or remove sensor. On the two occasions, the metal guide on the applicator that guides the sensor into the sq tissue, detached from the applicator and was left 3/4 through the sensor, and into my skin and had I not noticed the needle detached and remained in my skin on 2 occasions, and just covered the sensor which I sometimes do, I would have had a retained inappropriate foreign body in my skin and subcutaneous tissue that could have led to several untowards complications". There was no report of an adverse event and no third party medical intervention was rendered as no further information was provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The consumer reported 2 sensor (all unknown serial numbers) and both sensors have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that 2 separate incidents occurred with the same abbott diabetes care (adc) device. The following information was reported: "that both times I applied the sensors, I received an error message to check skin placement or remove sensor. On the two occasions, the metal guide on the applicator that guides the sensor into the sq tissue, detached from the applicator and was left 3/4 through the sensor, and into my skin and had I not noticed the needle detached and remained in my skin on 2 occasions, and just covered the sensor which I sometimes do, I would have had a retained inappropriate foreign body in my skin and subcutaneous tissue that could have led to several untoward's complications". There was no report of an adverse event and no third party medical intervention was rendered as no further information was provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.